Event description:
It was reported that when using the bd pyxis¿ es server, had device on critical override. Tried unplugging and plugging power and network cable but issue still remains.the customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model,catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was in critical override. A field service engineer (fse) found the station in disconnect mode with the remote support service offline. Upon arrival onsite, the station was not connected to the network; a second network jack was tried, which restored network connectivity. The rss connection was verified as good, and remote access was successful. The station was eventually restored to the network, allowing the customer support center agent to remote in successfully. Errors were found in the log files, and a knowledge article required a query to be run on the server; however, server access was unavailable due to the secure link account being disabled. Technical support specialist (tss) dialed into the server and logged into patient encounter system to update the synchronization server configuration. The knowledge article - sync 2.0 download failure ¿ sequence contains more than one element ¿ duplicated pended medication was followed to resolve. The tss then logged into the station and followed the knowledge article disaster recovery procedure for medstation es to recover station data. A full data synchronization was initiated. The application was successfully restored and confirmed to be up and running. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.